Event description:
The inspiratory limb of anesthesia circuit was occluded by a stopper device that was left on inspiratory port after completing machine checkout. The stopper was originally intended to be a tool used by clinical engineering for maintenance of anesthesia machines. The stopper device should have been altered for clinical machine checkout to prevent an anesthesia circuit being placed on the opposite end. The device should never be able to occlude and connect an anesthesia circuit at the same time.